Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative on (B)(4) 2018 regarding a patient receiving fentanyl and bupivacaine (dose and concentration unknown) via an implanted infusion pump. The indications for use included non-malignant pain and chronic low back pain. It was reported that the patient came in for refill on (B)(6) 2018. The actual reservoir volume (arv) was 4.2ml and the expected reservoir volume (erv) was 2.2ml. It was noted that they attempted to refill the pump reservoir and were only able to fill with 30ml of drug. It was noted that they attempted to aspirate and reattempted the refill, but were unable to aspirate any drug from the reservoir. It was noted that the patient was "d/c" and the reservoir volume was programmed to 30ml. No patient symptoms were reported and no further complications were reported or anticipated. The representative was to follow-up with the healthcare provider (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp) via a device manufacturer representative on 2018-oct-10. It was reported that there were several attempts made to aspirate with different needles and syringes. The cause of the inability to inject/aspirate the fill port was unknown. The pump remains in service and was noted to be "functioning." The patient's weight was provided. No further complications were reported.

Manufacturer narrative:
The pump was returned and analysis identified residue in the bellows in the drug reservoir which resulted in the bellows becoming deformed. If information is provided in the future, a supplemental report will be issued.